Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor failure after warm-up occurred. An unspecified amount of time later after the sensor failed, the patient lost consciousness and her spouse call emergency medical services (ems). Ems administered an IV of dextrose in water, the patient regained consciousness and declined transportation to the hospital. The patient¿s cgm and bg values were not provided. At the time of the report, the patient was in stable condition. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.